Event description:
Pt had porta cath placed in another hosp - unk date-; pt in interventional radiology at this hosp for hickman catheter revision or replacement in 2009; pt had complaints of tenderness to right side of neck; foreign body detected by ultrasound; blue plastic tubular structure measuring 1.8 x 0.4 x 0.4 cm excised from pt's neck. Per pathology, "probably part of previously placed and removed porta cath." The pt tolerated the procedure well, and was discharged later the same day.